Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a hospitalized patient with deep vein thrombosis and saddle pulmonary embolism had a vena cava filter deployed. Approximately four years two months post filter deployment, the patient was scheduled for a filter retrieval procedure. Multiple attempts were made to pass a catheter over a wire into the right and left iliac veins, but were unsuccessful. The left groin was then accessed and an angled tip catheter was re-advanced further down into what was likely a gonadal vein. The filter appeared to be tightly encased in fibrous tissue in a thrombosed and occluded inferior vena cava. At this time attempts to remove the filter were determined to be unlikely. There were no immediate complications. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four years two months post filter deployment, during a scheduled filter retrieval, multiple attempts were made to pass a catheter over a wire into the right and left iliac veins, but were unsuccessful. The filter appeared to be tightly encased in fibrous tissue in a thrombosed and occluded inferior vena cava. No attempt was made to remove the filter at that time. Therefore, based on the provided medical records, the investigation is unconfirmed for the alleged retrieval difficulties as no attempt was made to retrieve the filter. However, the investigation is inconclusive for the alleged occluded filter; the provided medical records only indicate that the vena cava was occlude not necessarily the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: caval thrombosis/occlusion.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was occluded and could not be retrieved during a percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a hospitalized patient with deep vein thrombosis and saddle pulmonary embolism had a vena cava filter deployed. Approximately four years two months post filter deployment, the patient was scheduled for a filter retrieval procedure. Multiple attempts were made to pass a catheter over a wire into the right and left iliac veins, but were unsuccessful. The left groin was then accessed and an angled tip catheter was re-advanced further down into what was likely a gonadal vein. The filter appeared to be tightly encased in fibrous tissue in a thrombosed and occluded inferior vena cava. At this time attempts to remove the filter were determined to be unlikely. There were no immediate complications. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four years two months post filter deployment, during a scheduled filter retrieval, multiple attempts were made to pass a catheter over a wire into the right and left iliac veins, but were unsuccessful. The filter appeared to be tightly encased in fibrous tissue in a thrombosed and occluded inferior vena cava. No attempt was made to remove the filter at that time. Therefore, based on the provided medical records, the investigation is unconfirmed for the alleged retrieval difficulties as no attempt was made to retrieve the filter. However, the investigation is inconclusive for the alleged occluded filter; the provided medical records only indicate that the vena cava was occlude not necessarily the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - caval thrombosis/occlusion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was occluded and could not be retrieved during a percutaneous removal procedure. There was no reported patient injury.